Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a lead replacement procedure due to impedances, resulting in inadequate stimulation. The explanted lead was found to be fractured, and it was confirmed through x-ray imaging. All fragments were successfully retrieved. The device was discarded by the facility and will not be available for analysis. Postoperatively, the patient was reported to be in stable condition.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device qrb.